Manufacturer narrative:
(B)(4).

Event description:
Customer reported when user placed line they got blood return, advanced the wire, and then began to thread off the catehter into the patient. When pulling back on the needle to remove it from the catheter, the needle wouldn't move. It felt very stuck in the catheter. The needle snapped off the hub and was left stuck in the catheter. The catheter and needle were removed together from the patient. A new catheter was inserted without incident. No patient harm reported. The patient's condition is reported as fine.

Event description:
Customer reported when user placed line they got blood return, advanced the wire, and then began to thread off the catehter into the patient. When pulling back on the needle to remove it from the catheter, the needle wouldn't move. It felt very stuck in the catheter. The needle snapped off the hub and was left stuck in the catheter. The catheter and needle were removed together from the patient. A new catheter was inserted without incident. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one arterial catheterization device and the lidstock for analysis. Signs-of-use in the form of biological material was observed inside the needle hub. Visual analysis revealed that the needle cannula had separated from the needle hub and was stuck inside the catheter body. No damage/cracks were observed on the needle hub that might have caused the needle cannula to separate. Microscopic examination revealed that there was little to no adhesive residue in the hub nor on the proximal end of the cannula. The needle cannula total length (according to the cannula graphic) measured 97mm, which is within the specification limits of 96mm-97mm. The cannula outer diameter measured .714mm, which is within the specification limits of .710mm-.720mm per the cannula graphic. The cannula inner diameter at the proximal and distal end measured .0190", which is within the specification limits of .0190"-.0205" per the cannula graphic. The guide wire was unable to pass completely through the cannula due to a large build-up of dried biological material inside the cannula. As a result, the resistance encountered caused the guide wire coils to become slightly offset/kink. Performed per IFU statement, "stabilize position of introducer needle and carefully advance spring-wire guide as far as required into vessel using actuating lever". The needle cannula was able to be easily removed and advanced within the hub, up to the kinked portion. A device history record review was performed, and no relevant findings were identified. The customer report of a detached needle cannula was confirmed by complaint investigation of the returned sample. The needle cannula had separated from the needle hub. The sample passed all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the sample received, manufacturing (assembly) caused or contributed to this event. A nonconformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.